Event description:
It was reported that after broaching the #5 stem when implant sat proud.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.